Event description:
It was stated that the posterior condyle cut was 17mm on medial side and 10mm off lateral. The surgeon believes this is too much. In flexion there was medial laxity. The surgeon felt it necessary to release the lateral mcl slightly to correct the medial instability. He then utilized a cs (constrained) liner at 13mm (poly).

Manufacturer narrative:
Method: visual inspection, devices of several lots were evaluated. Results: visual inspection indicates the lateral condyle was devoid of cartilage. Based on a secondary review of articular axes, there is a 7mm discrepancy between medial and lateral condyles. Conclusion: it appears that an underestimation in segmentation of the femoral condyle occurred. The reported 17mm was actually 15mm.